Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: during investigation loss of prime with low non-zero force was verified in black box. Investigators performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Force sensor calibration was within specifications. Opened pump and removed from case. Inspected force sensor and circuits. There was an unidentified force low.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the patient just got the replacement pump four days ago and overnight the patient started experiencing an issue with the pump. The reporter stated that the pump will intermittently vibrate and beep. The reporter stated it is a louder beep than what they get with an alarm. The reporter stated that there is nothing on the screen at the time when this happens and they are able to navigate through the screens during the beeping. A review of alarm history shows only one low cartridge alarm on (B)(6) 2013. The reporter denied any damage to the casing of the pump and denied any power loss to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.